Event description:
Known latex allergy; latex precautions taken. Mins after start, pt developed acute respiratory distress and an anaphylactic reaction. Although the latex tourniquet was removed from the kit and not used, it was thought that perhaps the tourniquet could have latex contaminated the other products in the kit causing the reaction. Latex precautions were taken including the use of vinyl gloves.